Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold solder joint at ambient light sensor. No the motor arm cannot communicate with the main arm alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer reports they was able to clear the alarm and able to complete rewind the pump. Customer reports self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.